Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was prompting a battery indicator symbol. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on the morning of a week earlier. As a result of not being able to obtain a blood glucose reading, the patient claimed she continued to take her usual dose of metformin (500 mg, 2x/day); however, discontinued taking her dose of 70/30 and lantus insulin (dosage unknown). On an unspecified date/time, after the reported issue stated, the patient claimed she developed symptoms of nausea, dizziness, and frequent urination. The patient informed the cca that she could not tell if her blood glucose was low or high. The patient denied receiving medical intervention. At the time of the troubleshooting, the cca discovered that the patient did not replace the subject meter's battery as recommended in the owner's booklet. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose, due to the reported issue and reportedly developed symptoms that can be suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.